Manufacturer narrative:
Device passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 41 mg/dl. Customer treated with glucose tablet. Customer reported that the insulin pump was dropped into the water. The pump will not be returned for analysis.